Event description:
Patient allegedly received an implant on 10oct2008 due to deep vein thrombosis and pulmonary embolism patient is alleging tilt and vena cava perforation. Patient further alleges shortness of breath (sob), chest pain, numbness in the extremities, impaired cognitive function, vision impairment or loss, back pain, abdominal pain, and internal discomfort. Per computed tomography report, "the ivc filter is unchanged in position since (B)(6) 2018. The report from (B)(6) 2018 indicates the filter is unchanged in position since 2013. Filter tilt: sagittal reconstructions demonstrate 9 degrees of posterior tilt with the clock embedded or slightly perforated from the posterior wall of the inferior vena cava. Coronal reconstructions demonstrate mild 5 degrees of angulation toward the left. Filter position: the tip is at the inferior margin of the lower right renal vein. Filter strut perforation: the posterior leg is perforated less than 1 mm. The right lateral leg extends 1 mm beyond the right lateral wall. No definite fat plane between the wall and the left lateral strut. The anterior strut appears to extend into 0.5 mm away from the anterior wall into the second portion of the duodenum. No apparent bending or fractured struts. The caliber of the ivc appears normal about the filter.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava perforation, embedment, tilt, shortness of breath, chest pain, extremities numbness, vision impairment back pain, abdominal pain, internal discomfort, and impaired cognitive function. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath, chest pain, extremities numbness, vision impairment back pain, abdominal pain, internal discomfort, impaired cognitive function is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.